Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid and battery to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not turn on. During evaluation, stryker observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed lid and determined the magnet retainer tabs were damaged, which caused the magnet to not be retained. The cause of the reported issue is customer abuse.

Event description:
The customer contacted stryker to report that their device would not turn on. During evaluation, stryker observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.